Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that phrenic nerve stimulation occurred from the atrial lead. It was later determined via the manufacturers database that the lead was subsequently replaced at a later date. No patient complications have been reported as a result of this event.